Manufacturer narrative:
Manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. According to the literature and referring to known similar events, vessel perforation in this case were most likely associated with patient anatomy and procedural contents. Although loot history records review could not be conducted, all the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]: death. Damage to a vessel, including possible vessel perforation.

Event description:
It was reported through literature that an asahi sion guide wire might have caused or contributed to vessel perforation. Publication: catheterization and cardiovascular interventions volume 100, issue 1 p. 100-104 title: right ventricular hematoma: a rare but potentially fatal complication of percutaneous coronary artery intervention. Excerpt: a 85-year-old man with a history of CABG 7 years before, in which the left internal mammary artery (lima) was used as a bypass to the left anterior descending artery (lad), was evaluated for ccs class iii angina pectoris. Coronary angiography demonstrated a patent lima graft, a subtotal ostial occlusion of the native rca, and stenosis in the posterior descending artery (pda), whereafter an elective pci was planned. During this procedure, the lesions were crossed with a standard workhorse wire (sion, asahi intecc), and after predilatation with a 2.5mm balloon, two drug[?]eluting stents (des) were implanted with satisfactory results. Postprocedural angiography showed extravasation of contrast caused by distal wire perforation of the pda. Prolonged balloon inflation to seal the perforation was not successful. Emergent tte revealed no pericardial effusion. Because of hemodynamic stability and absence of pericardial effusion, it was thought to be a perforation to another cavity (ellis type IV). Further interventions such as coils or fat embolization were therefore not performed, and a conservative management was elected. Six hours after the procedure, the patient experienced sudden-onset chest pain. Electrocardiogram showed st[?]segment elevation in the inferior leads. Repeated angiography revealed diffuse spasm of the pda, new contrast extravasation from the rv branch, and persistent contrast extravasation from the pda. Tte demonstrated a 5.3 × 6.5 cm rv wall hematoma with compression of the right ventricle resulting in hemodynamic instability. Therapeutic options were urgently discussed in a multidisciplinary heart team. Although there was rapid hemodynamic deterioration, it was decided to pursue maximal conservative management with IV fluids and vasopressors, based on the patient's age and previous cardiothoracic surgery. Heparin was balanced by protamine and thrombocyte transfusion was considered despite the risk of stent thrombosis. Even though hemodynamic instability persisted and a pericardiocentesis was performed along with the placement of two covered stents in the rca. Despite these interventions and the administration of high dose vasopressors and IV fluids, stabilization was not achieved and the patient died soon afterward.